Manufacturer narrative:
(B)(4). Additional information received: procedure: laparoscopic hysterectomy.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. A single nslg2c35 device was returned to the pi lab in cincinnati along with 2 clear sample trays with a small yellow particle in each of the trays. The particles were visually examined and photographed using an optical microscope. Additionally images of the distal end of the device were taken using the optical microscope. The particles were analyzed using an ftir spectrometer which can identify the composition of an organic material by passing an infrared beam into the material and measuring the wavelength of the light absorbed by the material. Attached on page 2 are the ftir spectra from the 2 particles and a reference spectrum from the epoxy that is used on the g2 enseal products. The composition of the two particles are made from a material that is consistent with the epoxy used on the jaw in the device page 3 shows images of the jaw from this device highlighting the regions where the epoxy is applied to the device. Notice in the images the regions where the epoxy is missing. Conclusion: the particles returned with the device are consistent with the jaw epoxy and most likely had come from the device. It is unknown the cause of the epoxy breaking from the jaw.

Event description:
It was reported that during a laparoscopic procedure for uterus, it was found that a foreign matter like a yellow clear plastic piece was attaching to the side of the jaws while dissecting a lymph node. The yellow foreign matters were retrieved from the patient. Another device was used to complete the case. Currently we don't get any information that the yellow foreign matters were left inside the patient.